Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her blood glucose is over 400 mg/dl and the insulin pump is not working properly. Customer stated that she had low and high blood glucose because her insulin pump is under and over delivering and it is not alarming. Customer stated that the insulin pump is not alerting her when she had low or high blood glucose. Customer declined troubleshooting. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.